Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported in a clinical follow up that the patient's pacemaker exhibited longevity overestimation. The pacemaker remains unaddressed. There were no patient consequences.